Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a software anomaly. Requested information was not available to determine the cause of the software anomaly that lead to backup operation. After recovering the device from backup operation, device analysis did not find any anomalies.

Event description:
It was reported that when the device was interrogated prior to the replacement procedure, device was found to be in backup vvi mode. Device was explanted and replaced. There were no adverse consequences to the patient before, during, and post procedure.